Event description:
On (B)(6) 2023, an x-ray examination was performed for the patient. When entering the bed, the rack was powered off. After communicating with the patient, the examination was suspended without any adverse effects on the patient. Notified the equipment department to arrive on site for repairs. Situation of combined medication/device: na. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).